Event description:
It was reported that the generator was explanted due to end of service. Product was returned to manufacturer and underwent analysis. Upon analysis, the reported allegation of end-of-service was confirmed. It was also found that there was an out-of-limit (high) pulsing current. Analysis found that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. Using the lower r35 resistor value, the device met specifications. The out-of-limit supply current pulsing could potentially be a contributing factor to the end of service; however, results of the battery life calculation confirm that the end-of-service condition was an expected event (-0.71 years remaining until eri = yes).